Event description:
The manufacturer received a report that a garbin evo ventilator was returned for maintenance service. There were no reports or allegations of patient harm or injury. The device was not reported to be in patient use. During the evaluation of the garbin evo ventilator at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿vent service required¿ alarm error was observed indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. It has been documented that the error was caused by contamination present in the blower and machine flow sensor. The device's flow sensor and blower have been replaced to address the issue. Additionally, the device's in line filter prox was contaminated. Due to the 4-year preventive maintenance, the air inlet foam filter, particulate filter and muffler assembly were replaced. The customer complaint was confirmed. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.